Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip misfired. It did not deploy from the jaws of the device. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Results: bent advancer. The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the remaining 6 clips were conforming. However, the device was noted to have the tip of the advancer bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the shrouds were noted to be slightly separated. It could not be determined what may have caused this condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.